Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during an open liver procedure on (B)(6) 2025 when it was reported, ¿the inner plastic of the pencil (where the diathermy tip attaches to the handpiece) snapped while attaching the tip.¿. Further assessment was requested from the reporter. The statement received read, ¿I know for certain the guarded electrode tip fell into the abdomen and was retrieved promptly by hand. I cannot say for certain if any other piece of plastic from the plume pen fell into the cavity or not. If it did, this was not retrieved.¿ there was no report of medical intervention or hospitalization for the patient. The procedure was reported as having been completed as planned. This report is being raised due to the reported injury of possible foreign body left in patient.

Manufacturer narrative:
Examination of the returned used device, item plpul2020 performed per procedure pdd1742904 found handpiece damaged at the tip. Electrocautery blade was detached from the pencil and was not returned for evaluation. Wire was cut from the handpiece. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if necessary to remove blade. Unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during an open liver procedure on (B)(6) 2025 when it was reported, ¿the inner plastic of the pencil (where the diathermy tip attaches to the handpiece) snapped while attaching the tip.¿. Further assessment was requested from the reporter. The statement received read, ¿I know for certain the guarded electrode tip fell into the abdomen and was retrieved promptly by hand. I cannot say for certain if any other piece of plastic from the plume pen fell into the cavity or not. If it did, this was not retrieved.¿ there was no report of medical intervention or hospitalization for the patient. The procedure was reported as having been completed as planned. This report is being raised due to the reported injury of possible foreign body left in patient.